Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture and then started to vibrate and went blank. The customer¿s blood glucose level was unknown. Troubleshooting was performed for insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics and motor assembly. No audio or beep anomaly noted. Device received with cracked reservoir tube, cracked reservoir tube window and cracked case reservoir tube window corners noted.